Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that when the patient turned on their implantable neurostimulator (ins) three days prior to the report, ¿a lightning bolt shot across their back¿; the patient was not sure what was wrong with the device. It was also reported that the patient felt the shocking sensation on the tuesday prior to the report and on the day of the report. The patient described the shocking as two wires touching. In the end, the patient was re-directed to follow-up with their healthcare professional (hcp). There were no further complications reported or anticipated.